Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 4.00 x 38 synergy stent was advanced to treat the lesion. However, the device needed to be retracted and when it was, it was noted that distal stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy, ous, mr 4.0x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal struts 1-5 were damaged; lifted and pulled in distal direction. The undamaged distal stent od (outer diameter) measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage on one side of the tip. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 4.00 x 38 synergy stent was advanced to treat the lesion. However, the device needed to be retracted and when it was, it was noted that distal stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.